Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of the event is estimated. The event of full system explant due to loss of efficacy was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Related manufacturer reference number: 1627487-2019-10242, related manufacturer reference number: 1627487-2019-10243. It was reported the patient experienced a loss of efficacy for their stimulation. As a result, the physician explanted the system. Exact explant date is unknown.